Event description:
Reported via clinical study: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 29.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of rivaroxaban. Three (3) years post procedure, transesophageal echocardiogram (tee) imaging showed that there was a device related thrombus present. The patient was on aspirin (81 mg/day) and apixaban (10 mg/day). In response to this event the patient's apixaban (10 mg/day) was stopped and they were started with warfarin/ vka (5 mg/day). No other complications were reported to have occurred.